Event description:
The account alleged they are having a problem with the hi/low drifting down after it has been raised. The account has determined that the problem is mechanical.

Manufacturer narrative:
Technical support instructed the account to disassemble and clean the hi/low drive brake assembly to repair the bed. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.